Manufacturer narrative:
A review of radiographic images show ap and lateral lumbar films preop with isthmic spondylolisthesis noted at l5/s1 graded type ii. Degenerative changes are also present. Postop films show pedicle screws l5 and s1 with interbody spacer and partial reduction of the spondy to a grade I. Subsequent film shows fracture of one the s1 screws just below the tulip in an interoperative flouroscopic view and subsequent removal of all hardware.

Event description:
It was reported that the patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the set screw backed out. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.